Event description:
The neurosurgeon has been using this type of neuro monitoring device for many years. He insetrted the catheter in the pt and the catheter filed after insertion. Following correct zeroing of the catheter and subsequent icp reading an error message "check catheter connection" appeared on the camino mpm monitor. The neurosureon and nursing staff removed the catheter and replaced with a new 110-4b which functioned without incident.